Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced possible t-wave oversensing (twos) post-sense as noted on several non-sustained ventricular tachycardia (vt) episodes. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.